Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the arm, the tip of the balloon allegedly could not inflate completely. Another pta balloon was used to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device and one electronic photos were returned for evaluation. A visual inspection found the pebax to be peeled from the balloon on the distal cone. When inflating the balloon, the distal cone of the balloon took an asymmetrical shape due to a fiber disturbance. Therefore, the investigation is confirmed for peeled pebax, fiber disturbance, and for deformation of the balloon during inflation. However, the balloon was able to inflate to the rated burst pressure and deflate without issue. Therefore, the reported inflation issue was unconfirmed. It is possible that the user perceived the asymmetric inflation of the distal cone as the reported inflation issue. The constricted fibers at the distal cone of the balloon caused the balloon to take the asymmetric shape upon inflation. However, the definitive root cause for the identified fiber constriction or peeled pebax could not be determined based on the available information. An investigation is currently open to address the peeling pebax issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Device code: 2976. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the arm, the tip of the balloon allegedly could not inflate completely. Another pta balloon was used to successfully complete the procedure. There was no reported patient injury.